Event description:
It was reported that during generator change, the non-boston scientific right ventricular (rv) lead was functioning appropriately and no noise could be reproduced, with solid trend data observed. Telemetry later revealed an 11 second pause, and sensitivity was adjusted with chronic atrial fibrillation (af) programmed to vvi. Technical services assessment noted the representative proceeded to the hospital to troubleshoot, suspecting non-bsc rv lead disruption during generator change, and suggested programming to voo. Noise could not be recreated with isometrics, though pacing inhibition greater than three seconds was documented. At the bedside of this patient, confirmed intermittent pauses persisted overnight. The physician instructed programming to voo and indicated likely placement of a micra device. The file lacked daily measurements, and engineering confirmed no trend data was available. The representative reported had not attempted unipolar pacing configuration and was returning to reassess, while the physician prepared for micra implantation. Currently, this patient remains in service and no additional adverse patient effects were reported.